Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, when the absorbable suture was unpacked, it was found that the suture was detached from needle. The product was replaced with another one to use. There was no patient involvement.